Event description:
It was reported that this pacemaker reverted to safety mode. It was noted after the device reverted to safety mode, the patient became dizzy and fell. The field representative confirmed this patient was not pacer dependent and had an underlying rhythm. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This correction report is being submitted to remove death from b2: outcomes attrib to adv event, correct the details in b5: describe event or problem and to remove the f02 impact code in h6: impact codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this pacemaker reverted to safety mode. It was noted after the device reverted to safety mode, the patient became dizzy and fell. The field representative confirmed this patient was not pacer dependent and had an underlying rhythm. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. The local sales representative reported that the patient's fall resulted in a broken ankle but no other injuries, and confirmed there were no complications related to the device replacement procedure. The patient subsequently passed away four days after the procedure; no official cause of death was provided to boston scientific. There is no evidence to suggest the patient's death was caused by the device reverting to safety mode or to the replacement procedure. The explanted device was returned and is undergoing laboratory analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. It was noted after the device reverted to safety mode, the patient became dizzy and fell. The field representative confirmed this patient was not pacer dependent and had an underlying rhythm. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. The local sales representative reported that the patient's fall resulted in a broken ankle but no other injuries, and confirmed there were no complications related to the device replacement procedure. The patient subsequently passed away four days after the procedure; no official cause of death was provided to boston scientific. There is no evidence to suggest the patient's death was caused by the device reverting to safety mode or to the replacement procedure. The explanted device was returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This correction report is being submitted to remove death from b2: outcomes attrib to adv event, correct the details in b5: describe event or problem and to remove the f02 impact code in h6: impact codes.

Event description:
It was reported that this pacemaker reverted to safety mode. It was noted after the device reverted to safety mode, the patient became dizzy and fell. The field representative confirmed this patient was not pacer dependent and had an underlying rhythm. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that this patient passed away due to complications associated with this complaint. The device has been explanted and returned for analysis.